Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that sometimes his adc blood glucose meter does not turn on with test strip insertion or with button press. Customer further reported that on (B)(6) 2015 at 11:00 pm while getting ready for bed he attempted to perform a test with his meter, but it would not turn on. It was further reported he was experiencing "chest pain" and thought he was about to "pass out" so his grandmother called the paramedics. While in the ambulance a reading of 555 mg/dl was received on their device and they initiated an unspecified intravenous infusion. Upon arrival at the hospital a reading of 600 mg/dl was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and treated with 26 units of insulin. Customer noted that while in the hospital he was given this amount of insulin after meals. His blood glucose readings were monitored throughout his stay at the hospital to verify his blood glucose was decreasing and he was discharged from the hospital on (B)(6) 2015 after receiving another 15 units of insulin. There was no report of death or permanent injury associated with this event.